Event description:
Extremely premature (21 week by date and by exam, 22 weeks by ultrasound) baby born at 9:21 am. Wt 580 gr. Intubated in delivery room, placed in transport isolette, bagged on the way to nursery. Placed on radiant warmer bed, warm water bags placed next to baby. Placed on ventilator (settings p22/3 rr 60 fi 02 100% flow inspiratory vol 0.5 sec and exp 0.5cc) at 9:30. Placed humidifier canister with heater on. Breathing circuit and monitor were used in conjuction with the ventilator, as is customary in most venitlation applications. Cardiac monitor and pulse oximetry equipment were put in place. At 9:28 - pulse 116, temp (rectal) 94 degrees f. Umbilical artery catheter being inserted by md. Blood gases drawn at 9:37 and respiratory therapist took blood for testing. Rt returned within 1-2 minutes just as physician noted that the baby's heart rate was dropping 100-112 (approx 9:38 am). The baby was dusky and the physician immediately began to suction the endotracheal tube and bagged 100% oxygen. Baby received 1 dose of epinephrine with transient recovery of heart rate. At the same time, the respiratory therapist noticed water in the ventilator circuit, disconnected it and drained water from tubing through the water traps. Rt reconnected the circuit to the baby and noted, instantaneously, that the ventilator and humidifier circuit had water, however, no alarm was sounded by the humidifier. Md immediately disconnected tubing from baby, and bagged the baby. Bloody fluid was suctioned from baby, CPR started, chest compressions and epinephrine x2 doses through central line. Bagged with ambu and pip of 32 required for chest movement. CPR continued. Baby pronounced at 10:08 am. Parents refused autopsy.